Event description:
It was reported that during the implant attempt, after numerous placements of the lead were attempted, the helix would no longer fixate properly. The lead was removed and examined, revealing tissue on the helix and difficulty extending and retracting the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and blood/body fluid was present (not obstructed). The outer insulation was torn and breached cut. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead appeared to have been damaged at implant.